Event description:
Caller reported experiencing a cartridge alarm 20 that started about two weeks ago. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue and arranged to replace the pump, with the customer continuing to use the current pump in the meantime. Cts provided guidance on putting the pump into storage mode and returning it within ten days to avoid additional charges. Instructions for setting up the replacement pump and connecting the cgm were provided, and a replacement pump with updated software was sent to the customer.